Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract extraction with intraocular lens implant procedure, the iol has become opacified. This has caused a decrease in visual acuity in the patient. The iol remains implanted. Additional information was provided that the iol is not opacified. The iol complaint is glistenings or sub-surface nano-glistenings. The surgeon considers the decreased visual acuity to be related to the complaint.